Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. The rv lead was confirmed to be dislodged via chest x-ray. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.